Manufacturer narrative:
The insulin pump had button error alarm due to corroded keypad traces. There was no moisture damage found on the electronics assembly and motor assembly. The insulin pump was received with scratches on the display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call button error alarm and low blood glucose levels. Customer's blood glucose level was over 50 mg/dl. Customer treated their low blood glucose with breakfast. Troubleshooting for the button error alarm was performed. Customer advised they went mountain biking and the insulin pump keypad went up against the skin. Customer stated the button error alarm occurred right after the pump was exposed to moisture. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.